Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2005 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The target lesion was in the efferent vein of avf and was de novo, non-tortuous, and without calcification. This lesion was 5 mm in diameter and 10 mm long with 80% stenosis before treatment. Post-treatment stenosis was 0%. Morphology of the lesion was tight and concentric. The patient had a 1-month follow-up visit in (B) (6) of 2005. The target lesion remained patent and no adverse events or re-intervention were reported. The patient had a 3-month follow-up visit in (B) (6) of 2005. The target lesion remained patent and no adverse events or re-intervention were reported. The patient had a 6-month follow-up visit in (B) (6) of 2005. There was restenosis. An intervention reported as conventional angioplasty of the target lesion that had occurred in (B) (6) of 2005. The target lesion was rated a being patent at this follow up visit. No other events were noted. In (B) (6)of 2006 the patient had a follow up visit. The target lesion remained patent and no adverse events or re-intervention were reported. The checking of blood pressure and flow during dialysis was performed.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis